Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mentioned that the insulin pump had a button error. Troubleshooting could not be completed because the customer didn't have the insulin pump with them. The blood sugar is 130 mg/dl. The insulin pump will not be returned for analysis.